Manufacturer narrative:
The mcs tip accessory has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the "sheath" of the monopolar curved scissors (mcs) instrument remained in the patient when the customer removed the scissors. The mcs tip cover accessory fell into the patient and was retrieved during the same procedure. The procedure was completed. An unspecified post-operative test was performed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no clinical consequences for the patient; the sheath was removed before the patient was sutured. Actions taken at the healthcare facility for patient management: the team noticed that the sheath had remained inside the patient and removed it before suturing. This incident occurred at least twice, without consequence for the patient because the sheath was seen and removed each time. However, it was noted that this presents a risk to the patient if the team did not notice it before suturing.